Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, when pulling back the device, nothing was attached to the plunger. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulmonary vein isolation (pvi) procedure. Reportedly, when pulling back the plunger of the prostyle device, nothing was attached to the plunger. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 8f and the pvi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.